Event description:
A customer reported that some of the segments are missing from the display. They stated that this does not happen all the time. While on the phone a review of the system was conducted. It was learned that portions of "hundreds and units" digit were missing segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.